Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted school nurse in a follow-up call on 13-sep-2021 to ensure the customer's condition had improved - able to establish contact with school nurse who stated the customer's condition had improved. No medical intervention since the last call was reported. School nurse stated she informed customer's parent about the expired product and to purchase new test strips. School nurse declined to provide further information regarding the customer. Note: manufacturer made several additional attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. School nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected blood glucose test result range is unknown. At the time of the call the customer reported feeling like his blood glucose was high but did not elaborate on what the symptoms were to the school nurse. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/19/2021 (expired). Product storage and open vial date are unknown. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.